Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did the surgeon wait 15 seconds prior to firing? On one fire he did not. I believe it was the second fire. Where was the leak identified? - the apex of the lung. What mitigating steps were taken to address the leak? - as stated above. How is the patient currently? - I have no additional info as the surgeon was not willing to speak to me on a follow up call. Is the patient expected to have a full recovery? Not sure. What color cartridge was being used? - green how long has the user been using the device? 2nd use according to the surgeon. First with me as the rep. Has the user been inserviced? - yes. Patients preexisting conditions? - bleb in rt. Upper apex of rt. Upper lobe. I believe it was emphysema related. Patients age, sex and weight? Young male (B)(6).

Event description:
It was reported that during a thoracotomy right upper wedge resection procedure, the device was used well and worked as intended; it was very smooth. There were no issues. Post-op the patient had prolonged air leak. A chest tube was placed in the patient but it did not subside. The patient was released home with a heimlich valve.